Manufacturer narrative:
Operator is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error code. No patient injury was reported.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals are intact, and the pump is in good physical condition. The devices event history log was unable to be reviewed due to the alarm error code message. To conduct functional testing the device was powered up. Upon power up, the reported problem was duplicated due to faulty microprocessor unit board. To address the issue, the microprocessor unit board was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.